Event description:
A customer observed (B)(6) vitros anti-hav igm results from multiple patient samples (patients 1, 2, and 3 = (B)(6) result vs. (B)(6) result from vitros anti-hav total) while using multiple vitros eciq immunodiagnostic systems. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, false positive anti-hav igm results occurred while using multiple vitros eciq analyzers. A root cause for the event could not be determined. However, the patient samples involved or an unknown sample interferent cannot be ruled out as contributing factors. Performance testing demonstrated that the affected vitros eciq analyzers were operating as expected.